Manufacturer narrative:
User returned an incomplete used device. Evaluation of returned incomplete device confirmed a sharp point at the tip of the device. The original catheter tip was not returned, nor was the original device packaging. User stated he did not examine catheter or packaging before use and does not have the packaging or tip in his possession. Since an incomplete device was returned and the user is unable to provide details of the condition of the device prior to use, only a partial device evaluation is possible. The partial device evaluation is insufficient to determine the root cause of the defect.

Event description:
User experienced bleeding and pain during insertion of intermittent urinary catheter. Upon removal of catheter and examination, user observed the catheter tip seemed more pointed than usual. No medical attention was required and user has fully recovered.